Manufacturer narrative:
Additional information received indicates that the existing screw from the sewing graft from the patient's previously implanted lvad broke. A new screw from the newly implanted device was used. No subsequent device issues were reported. As of the date of this report, the patient is stable on the floor and awaiting discharge. The sewing ring screw is used to tighten and/or loosen the sewing ring with the use of the sewing ring wrench. The instructions for use (IFU) instructs users to position the sewing ring to permit access to its' screw after cannulation. They are to use the sewing ring wrench to tighten the sewing ring screw around the pump inflow conduit until an audible "click" is heard. Users are also instructed to user the sewing ring wrench to loosen the sewing ring during explantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as o-ring damage are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. T : device remains implanted.

Event description:
It was reported that during a pump exchange ((B)(6)), the sewing ring screw broke. A new screw was obtained from another kit. Additional information has been requested but has not yet been provided.

Manufacturer narrative:
The sewing ring along with its accessories was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated lvad components, sewing ring and screw inflow clamp, met all requirements for release. The reported event could not be confirmed since the components were not returned and there is no evidence or supporting data provided. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. The manufacturer has opened an investigation with the supplier to evaluate the broken sewing ring screws. The most likely root cause can be attributed to excessive stress applied by tightening the screw at an angle due to limited access to the implant site or the screw was not fully supported by the sewing ring clamp, which could be caused by the user backing the screw out of the intended position, resulting in the screw breaking under load. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.